Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up; it was noted that the pulse generator exhibited backup vvi operation. A device software download was performed successfully.